Event description:
Caller states that she was receiving readings in the 500's (mg/dl) and called the hosp. Caller states that she drank water as instructed by the hosp, but her readings remained in the 500's (mg/dl). She reports that she then went to the hosp and on the hosp device tested at 110mg/dl. No timeframe between the tests was provided. No treatment was reportedly received. No strip info was provided. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.